Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and failed. Transmitter download/ pairing: n/a. Data review: no problem found, see dat-00339302-2021 (by q.a reviewed). Transmitter functional test: n/a. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.